Event description:
It was reported that a cartridge did not fit onto the pump, the cartridge was leaking location not provided and the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.